Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced to the lesion. The balloon was first inflated at 10 atmospheres however the balloon ruptured at 10 atmospheres on the second inflation after being inflated for 20 seconds. The device was completely removed from the patient and the procedure was completed using a 2.5x15mm quantum balloon catheter. No patient complications were reported and the patient's status was good.